Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon visual inspection, it was noted that the implantable cardioverter defibrillator - ICD caused pocket erosion. A blood culture was taken and the patient was found to have an infection. The ICD system was explanted and the patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.